Event description:
It was reported that the ptca/stent procedure was performed to treat a 90% stenosis in the cx. The lesion was not smooth and was at a 90-degree bend coming off of a 90-degree bend. The stent delivery system (sds) became stuck and when an attempt was made to move the sds, the stent dislodged. The stent was recovered from the patient's leg.